Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time is unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days for blank display anomalies, no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump has cracked case at display window corner and minor scratched display window.